Event description:
Pump reported to be set at 300 ml/hr with 100 ml volume of magnesium sulfate. Twenty mins later a titrate to 50 ml/hr was attempted. The pump was stopped. The rate was not locked in. The pump was then restarted at the original rate and a volume of 850 mls. Two hrs and 10 mins later the nurse found the pump running at 300 ml/hr. The pt was in labor. The pt was given calcium gluconate to counteract the overinfusion. The baby was given two doses of calcium gluconate through the ambilical cord catheter after the baby was born. No injury resulted to either pt.